Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011, states that no rv capture was noted at today's checkup. Patient is having some chest discomfort. Do not know if there has been any asystole > 2 sec, but today the patient has a normal sinus rhythm. Dr. (B)(6), device programmed to aai, cxr and echo performed. Lead revision is planned, but the patient is on coumadin and will need to be off of it for a period of time before can be done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).